Event description:
It was reported that during insertion of the sheath, a left ventricular perforation occurred with cardiac tamponade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.